Event description:
Reportedly,during a follow-up on (B)(6) 2015, noise oversensing was observed in recorded ventricular burst episodes. Reported live test results did not confirmed the observed noise. During a follow-up on (B)(6) 2015, ventricular oversensing was still not reproduced. A re-intervention occured on (B)(6) 2015, the subject device was explanted and discarded at the hospital.

Manufacturer narrative:
Updated. Please refer to the attached report.

Event description:
Reportedly,during a follow-up on (B)(6) 2015, noise oversensing was observed in recorded ventricular burst episodes. Reported live test results did not confirmed the observed noise. During a follow-up on (B)(6) 2015, ventricular oversensing was still not reproduced. A re-intervention occured on (B)(6) 2015, the subject device was explanted and discarded at the hospital.